Event description:
Reportedly, upon device interrogation, it was observed that the subject pacemaker had reached the recommended replacement time (rrt). The battery impedance was 10.98kohms and the magnet rate was 80min-1. The device had switched in vvi mode and the patient experienced shortness of breath. The minimal residual longevity estimated during the previous follow-up performed on (B)(6) 2019 was 11 months. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, upon device interrogation, it was observed that the subject pacemaker had reached the recommended replacement time (rrt). The battery impedance was 10.98kohms and the magnet rate was 80min-1. The device had switched in vvi mode and the patient experienced shortness of breath. The minimal residual longevity estimated during the previous follow-up performed on (B)(6) 2019 was 11 months. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.